Event description:
It was reported that the insulin pump alarmed no delivery when attempting to bolus. Customer stated that this also occurred when priming. It was noted that the customer reconnected the tubing which resolved the issue and troubleshooting was not performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.